Event description:
Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one curved opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported left side possible rupture and change from textured to smooth implants due to the patients concerns with the product. Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported left side possible rupture and change from textured to smooth implants due to the patients concerns with the product. Device remains implanted.